Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed. An invasive procedure was performed and lead damage was noted. The lead appeared to be fractured due to clavicular crush. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.